Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2006. The lens was explanted on (B)(6) 2013 due to the patient having uveitis in the eye. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: work order search, medical review, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Medical review - uveitis is an inflammation of the anterior uveal layer of the eye (iritis or iridocyclitis). Causes include, trauma, infection, autoimmune disease, neoplasm, and idiopathic. Medical management is aimed to control inflammation with steroids, and dilating the pupil to prevent synechias. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).